Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) reported that the iabp associated with this complaint was removed from service on (B)(6) 2019. The stm reported that the iabp will be scrapped during his next visit to the site.

Event description:
It was reported that while in use on patient the cs300 intra-aortic balloon pump (iabp) "low vacuum" alarm cycled every 20-30 minutes with no indication of a leak. All connections were reported to be secure; the iabp was swapped to continue therapy. The original iabp was taken to the facility's biomedical engineer for evaluation. There was no patient harm and no adverse event was reported.